Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 which occurred on home choice (hc) during use. The home patient (hp) stated that the hp disconnected sometime prior to the alarm and then reconnected. The hp stated that he did not know the stage of the therapy and he had forgotten to close the patient line off when he disconnected. The hp then reconnected and got se 2240. The baxter technical representative (tsr) explained the alarms and proper disconnection procedures. The tsr assisted the hp to cycle power off and on twice to clear alarms se 2240 and se 2367. The tsr advised the hp to start over with new supplies or use manual supplies and drain out first. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. This complaint for a system error 2240 (air in set) was confirmed. As per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The cause was determined to be use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).